Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the atrial lead dislodged, resulting in a high capture threshold and high pacing impedance. The physician decided to reposition the atrial lead. During the repositioning, the stylet was stuck and unable to advance in the lead. The atrial lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, high pacing impedance and failure to advance stylet. As received, a complete lead was returned with the helix retracted and clogged with blood/tissue. The reported event of failure to advance stylet was confirmed. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Unable to perform the stylet insertion test due to over torqued inner coil in the connector region. The cause of the reported event of failure to advance stylet was isolated to over torqued of the inner coil. The reported events of unacceptable threshold and high pacing impedance were not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within specification.